Event description:
It was observed during the device inspection, that the gastrointestinal videoscope a/w (air, water) tube and cylinder had foreign objects. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Based on the results of the investigations, the suggested events, (1) "foreign material in the a/w cylinder" and "foreign material in the a/w channel" were confirmed. Therefore, the device did not meet its specifications nor function. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. The foreign material possibly remained in the device since the handling of the device (reprocessing) deviated from the instruction manual based on obtained information. It was confirmed that the section of the device with the foreign material residue had no deformation. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). There was no report that the device was used for procedure while the event occurred. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states that detection method in gif-ez1500 operation manual chapter 3 preparation and inspection; IFU states that preventive measure in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.